Event description:
It was reported that this right ventricular (rv) lead demonstrated noise without oversensing after a separate cardiac surgery. There was possible damage to the lead. The lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects.